Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a "caretaker change". On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm every 3rd day via intraperitoneal, ongoing) and fortum injection (1gm twice a day via intraperitoneal, ongoing) for this event. At the time of this report, the patient remained hospitalized and was recovering from this event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient was discharged from the hospital three days after the event onset. At the time of this report, antibiotic treatment were discontinued and the patient has recovered 14 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.